Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a black fleck was discovered in the patient's eye after a cataract with intraocular lens procedure. The debris was retained in the eye. The patient was x-rayed and it is determined that the particle is not metal. It was reported that the patient is doing well with no residual effects.

Manufacturer narrative:
Additional information is provided. No sample has been returned for evaluation for the report of black fleck retained in eye; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are three additional complaints associated with the lot for the reported issue. Since the actual complaint sample was not returned, a root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4).